Event description:
While testing the balloon during training, the balloon popped or failed. The device was not used on a patient.

Manufacturer narrative:
The convatec representative was demonstrating the product to a nurse and when the nurse was inflating the balloon it popped and failed. The device had been improperly stored in the convatec representatives hot car prior to the training on the device. The device was discarded and replaced. The batch record was reviewed for lot 11vm411366. No discrepancy was noticed in the batch records related to reported complaints. The retained product was evaluated and the evaluation results were according the specifications. (B)(4). There are 324 reportable events for retrospective summary report (B)(4). The late reporting of these complaints was a result of a retrospective review of complaints undertaken by convatec in august 2013 of the convatec flexi-seal products from may1, 2011 to june 28, 2013 for medical device reporting. Device not returned.